Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of error code 352.6640 was confirmed through review of the logs and replicated during device testing. The external inspection of the as-received pca module did not identify any issues or anomalies with the device. Internal inspection was performed and the force sensor (tc10008758) was examined for any damage. Air bubbles and unidentified debris were observed on the side of the strain gage. Dried flux was observed on and around c3 of the force sensor circuit board. No other obvious issues or anomalies were identified with the device during the inspection. All parts and components inspected are manufactured by bd. The ¿as-received suspect pca module was attached to a dchu laboratory pcu and powered on. After the power-on self-test (post), the error code 352.6640 (syr_plunger_force_sensor_failed, runtime fatal severity) was observed. The pca module was disassembled, and the drive head force sensor was temporarily replaced with a known-good dchu lab force sensor for testing purposes only. When powering on the unit, error code 351.6760.0 (syringe calibration required) was displayed on the screen, stopping the testing from being performed. After functional testing was attempted, the syringe calibration and preventive maintenance tasks were performed using alaris system maintenance (asm v12.5) to clear the error message and perform functional testing on the devices. The pca module completed the calibration task successfully and test results show the device passing all preventive maintenance tests as required. After asm calibration and pm tasks were performed, using a 20ml syringe (loaded with no fluids) and a dchu lab pcu, an infusion of a randomly selected drug (fentanyl in this case) with a dose of 10 mcg/h and vtbi of 18.6 ml was programmed and started on the received pca module. The infusion was observed to continue without any errors or malfunctions, and after approximately one (1) hour, the infusion was manually stopped. Review of the pca error logs show seven (7) incidences of error code 352.6640 (syringe plunger force sensor failed) occurring between 29oct2024 and 15sep2025, as shown in figure 6. Review of the event logs show the device to be operating without any reported malfunctions from at least 16oct2024 at 11:41 pm until 19oct2024 at 8:24 am. The first recorded incident of error code 352.6640 was observed to have occurred on 29oct2024 at approximately 2:39 pm, when the unit was powered on. At this time, the door was opened and the channel off key was pressed nine (9) times. The unit was powered off and on again at 3:08 pm and the error was observed on power on again. The error was recorded to have occurred again on power on at five (5) more dates: 13nov2024, 15nov2024, and three (3) times on 15sep2025, with no records of infusions being programmed during or after these dates. The alaris syringe module and pca module technical service manual (12.3) troubleshooting section (chapter 6) states the probable causes and remedies for error code 352.6640. Follow the steps in order until the problem/fault is corrected. Before making a final diagnosis, visually inspect the instrument for damage. Following repair/replacement, use bd alaristm system maintenance software to perform the required tests. See level of testing guidelines - syringe module or level of testing guidelines - pca module. The bd alaris system channel error tipsheet includes details on how to respond to a channel error occurring on an attached module. Root cause: the root cause of the reported error code 352.6640 is being attributed to a malfunction in the pca modules drive head force sensor. While the root cause of this malfunction could not be determined, a probable cause is due to foreign material contamination and air bubbles being present on and around the surface of the force sensors strain gage. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8120 patient controlled analgesia module has displayed error code 352.6640. There was patient involvement however no patient harm.

Event description:
It was reported that 8120 patient controlled analgesia module has displayed error code 352.6640. There was patient involvement however no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.